Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the infusion set was covered by the needle guard on (B)(6) 2025 after insertion. The patient noticed symptoms after 3 hours of insertion. The site of insertion was abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.